Event description:
It was reported that a patient presented with grade 5 tricuspid regurgitation (tr) and a dilated right atrium for a triclip procedure. A triclip xtw was placed on the anterior and septal (a/s) commissure. Prior to placement, interaction occurred with the clip and the valve, but there was no damage. Leaflet insertion assessment in all views and perpendicularity were satisfactory. The deployment sequence was started. The actuator knob was turned greater than eight rotations. There was resistance while retracting the actuator knob, and the actuator knob with the release crimper separated from the delivery catheter (dc) handle. In effort to deploy the clip, the gripper lever was retracted, but the clip could not deploy. The dc handle was pulled and was able to deploy, but the clip detached from the anterior leaflet. A second clip was implanted to stabilize the first clip. The deployment of the second clip went well. The tr was reduced to grade 2-3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr) and a dilated right atrium for a triclip procedure. A triclip xtw was placed on the anterior and septal (a/s) commissure. Prior to placement, interaction occurred with the clip and the valve, but there was no damage. Leaflet insertion assessment in all views and perpendicularity were satisfactory. The deployment sequence was started. The actuator knob was turned greater than eight rotations. There was resistance while retracting the actuator knob, and the actuator knob with the release crimper separated from the delivery catheter (dc) handle. In effort to deploy the clip, the gripper lever was retracted, but the clip could not deploy. The dc handle was pulled and was able to deploy, but the clip detached from the anterior leaflet. A second clip was implanted to stabilize the first clip. The deployment of the second clip went well. The tr was reduced to grade 2-3.

Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed activation-clip deployment and retraction problem-difficult actuator knob retraction could not be replicated in a testing environment due to the condition of the returned device (the clip was implanted and not returned, and the actuator mandrel was broken). The reported incomplete coaptation-intraprocedural and difficult or delayed positioning-anatomy could not be replicated in a testing environment as they were related to patient or procedural conditions or operational circumstances. The reported material separation of the actuator knob, however, was not confirmed as the knob was received still attached to the actuator knob assembly and the mandrel. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the difficult or delayed positioning of the clip interacting with the anatomy, the difficult actuator knob retraction, the broken mandrel and difficult or delayed activation (difficult to deploy the clip) resulting in slda cannot be determined. The actuator knob separation is likely due to user perception as while the actuator knob assembly was still attached to the broken mandrel, however, this broken mandrel likely gave the perception that the actuator knob is separated. Unexpected medical interaction was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.